Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned stem impactor rod confirms the tip is missing from the device the tip was not returned with the device. The device is manufactured in 2012. The device exhibits signs of significant wear and use. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during total hip replacement the screw tip of the impactor rod has chipped off. Nothing fell into patient, no harm to patient, nothing broke over patient's incision, no delay to procedure. The procedure was finished with a smith and nephew backup device.